Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after completing the desired lesions, the physician attempted to advance the wire to change to neutral configuration before pulling the catheter back into the sheath to remove from la, but the wire would not advance nor pull back, it was stuck. The wire was advanced beyond the catheter when it was stuck that the physician was able to slide the catheter to neutral and remove the catheter. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis. The guidewire was not removed from catheter, both catheter and guidewire were removed together, a new guidewire was not opened for completing the case, the physician noticed the guidewire was stuck when it was attempted to advance the wire out a little bit more to change configurations to neutral and pull the ablation catheter into the sheath. There was enough wire distal to the ablation catheter that it was possible to change the deployment configurations without issue. The rep was not able to visualize any tissue at the tip of the catheter or guidewire, and it was unsure if there is any tissue trapped within the guidewire in the catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.